Event description:
Patient was receiving 1 unit of prbc. Blood was spiked and running into patient at 160ml/hr in a PICC left upper arm. When blood was finished in the bag, drops of blood were noticed on the floor. When opening the alaris pump there was slight pooling of blood in the chamber itself. No harm to the patient as she did receive all blood other than 3ml approximately.